Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding-menorrhagia') and vaginal haemorrhage ('abnormal bleeding-vaginal bleeding') in a 27-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, fibromyalgia, insomnia, low back pain, ovarian cyst, rheumatoid arthritis, paraesthesia of genital female, menometrorrhagia, swelling nos, bipolar disorder, pregnancy, bronchitis, herpes simplex, pain in hip, upper respiratory infection, conjunctivitis, myalgia, neck pain, joint pain, insomnia, acute sinusitis, diarrhea, endometriosis, obesity, low back pain, bronchitis, polyarthritis, sore throat, ear pain, cough, rhinorrhea, itching, sinusitis, menometrorrhagia, vaginal itching, degenerative disc disease, tingling, nausea, vomiting, myofascial pain syndrome, thoracic pain, rotator cuff syndrome, foot pain, cubital tunnel syndrome, uti, vitamin d deficiency, shoulder pain, dehydration, dizziness, gerd, bipolar disorder, hemoglobin increased, helicobacter pylori infection, sleep apnea, arachnoid cyst, constipation, photophobia, dyslipidemia and smoker. Concomitant products included aciclovir (acyclovir) from (B)(6) 2009 to (B)(6) 2010, aripiprazole (abilify), cyclobenzaprine from (B)(6)2010 to (B)(6) 2010, ethinylestradiol;levonorgestrel (levora) from march 2010 to may 2010, hydrocodone bitartrate;paracetamol (norco) from january 2009 to january 2019, lorazepam from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) since 2005, quetiapine fumarate (seroquel) since january 2012 and sertraline since january 2012. On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and fatigue ("fatigue"), 30 days after insertion of essure. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal mucosal blistering ("blister on vagina"), blister ("blister on stomach"), erythema ("redness") and rash ("rash"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain."). The patient was treated with surgery (B)(6) 2010 ¿ endometrial ablation hydrothermal and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the menstrual disorder, mood swings, vaginal mucosal blistering, blister, erythema, rash, vaginal infection, depression, anxiety, migraine, dyspareunia, fatigue, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, blister, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vaginal mucosal blistering and weight increased to be related to essure. The reporter commented: right: 0 coils left: 0 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded,total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: migraine, headaches, depression, pain, anxiety, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "dysmenorrhea (cramping), abdominal pain" were added. Outcome of event, "pain, abnormal bleeding" were changed to "recovered". Concomitant medications were added. Onset dates of events were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding-menorrhagia') in a 27-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, fibromyalgia, insomnia, low back pain, ovarian cyst, rheumatoid arthritis, paraesthesia of genital female, menometrorrhagia, swelling nos, bipolar disorder, pregnancy, bronchitis and herpes simplex. Concomitant products included aciclovir (acyclovir) from (B)(6) 2009 to (B)(6) 2010, cyclobenzaprine from (B)(6) 2010 to (B)(6) 2010, ethinylestradiol;levonorgestrel (levora) from (B)(6) 2010 to (B)(6) 2010 and lorazepam from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"), 30 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"). On (B)(6) 2010, the patient experienced vaginal mucosal blistering ("blister on stomach and vagina"), blister ("blister on stomach"), erythema ("redness") and rash ("rash"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain."). The patient was treated with surgery ((B)(6) 2010 ¿ endometrial ablation hydrothermal and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, mood swings, vaginal haemorrhage, vaginal mucosal blistering, blister, erythema, rash, vaginal infection, depression, anxiety, migraine, headache, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, blister, depression, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vaginal mucosal blistering and weight increased to be related to essure. The reporter commented: right: 0 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded,total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding-menorrhagia') in a 27-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, fibromyalgia, insomnia, low back pain, ovarian cyst, rheumatoid arthritis, numbness, menometrorrhagia, swelling, bipolar disorder, pregnancy, bronchitis and herpes simplex. Concomitant products included aciclovir (acyclovir) from (B)(6) 2009 to (B)(6) 2010, cyclobenzaprine from (B)(6) 2010 to (B)(6) 2010, ethinylestradiol;levonorgestrel (levora) from march 2010 to may 2010 and lorazepam from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"), 30 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"). On (B)(6) 2010, the patient experienced vaginal mucosal blistering ("blister on stomach and vagina"), blister ("blister on stomach"), erythema ("redness") and rash ("rash"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain."). The patient was treated with surgery ((B)(6) 2010 ¿ endometrial ablation hydrothermal and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, mood swings, vaginal haemorrhage, vaginal mucosal blistering, blister, erythema, rash, vaginal infection, depression, anxiety, migraine, headache, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, blister, depression, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vaginal mucosal blistering and weight increased to be related to essure. The reporter commented: right: 0 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events hormonal changes describe: mood swings, vaginal bleeding, menorrhagia, blister on stomach and vagina, blister on stomach, redness, rash, infection nos updated to vaginal infection, depression, mental anguish, migraines, headaches, dyspareunia, fatigue and weight gain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.s

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.